Event description:
Pta balloon burst during inflation in left a/v graft vein. Balloon tear was circumferential rather than lengthwise, as usually occurs with breakage. This created an unsafe condition, potential to lose fragments when withdrawing the device. Reason for use: clot in left arm fistula.